Event description:
This female presented to hosp with sudden onset of severe headache, dizziness, photophobia, phonophobia, blurred vision, nausea and vomiting. The review of systems appears non-contributory. A lumbar puncture was positive for red and white blood cells. The presenting facility diagnosed a subarachnoid hemorrhage (sah) and a basilar aneurysm via CT; however, the event facility noted that the initial CT scan showed the aneurysm, but no evidence of an sah. The pt was transferred to the event facility for coiling of the aneurysm. On the next day at the event facility, the pt underwent a cerebral angiogram, emergency intracranial stent assistance, and emergency intracranial thrombolysis. With usual technique, the pt was prepped and systemically heparinized per body weight. Approach was made from the left vertebral artery. Imaging demonstrated a basilar tip aneurysm, off to the left side, involving the left p1 segment. The aneurysm measured approximately 7-8 mm. Based on multiple imaging projections, it appeared that the aneurysm may be separate from the posterior cerebral artery and therefore a constant infusion of heparinized saline was established. A microcatheter was advanced successfully into the aneurysm. An initial 7 mm coil [device in question] was placed successfully. Post-initial coiling angiography demonstrated a patent posterior cerebral artery. Coiling was continued and placed without difficulty. Post coiling angiography demonstrated no flow in the left posterior cerebral artery, or in the left superior cerebellar artery. Reopro (abciximab antithrombotic/platelet antiaggregant) was given stat via IV bolus. The microcatheter was pulled back from the aneurysm and the wire removed. Post-thrombolytic thereapy angiography demonstrated patency to the posterior cerebral artery beyond the p1 segment indicating a patent posterior communicating artery with collateral flow. A stent was then placed across the neck of the aneurysm from the distal basilar artery into the posterior cerebral artery p1 segment. This was performed as an emergency measure intended to re-establish flow through the posterior cerebral artery p1 segment. Post stenting angiography demonstrated a filling defect of approximately 50% in the p1 segment of the posterior cerebral artery. There was improved flow into the left superior cerebellar artery. The microcatheter was then repositioned back into the aneurysm and the coiling was continued until completion. An angiography performed twenty minutes later, demonstrated poor flow in the p1 segment left side of the posterior cerebral artery, poor flow in the superior cerebellar arteries bilaterally, and a thrombus filling the right p1 segment to the right posterior cerebral artery. The microcatheter was withdrawn out of the aneurysm into the tip of the basilar artery at which time reopro was given stat via IV bolus directly into the thrombus. An angiography performed five minutes later demonstrated prompt antegrade flow through the posterior cerebral arteries and the superior cerebellar arteries. Another angiogram via the left vertebral artery demonstrated some residual filling defect (not quantified) in the left p1 segment of the posterior cerebral artery and prompt antegrade flow through the remainder of the posterior circulation. There was no residual filling of the aneurysm. Imaging performed via the right internal carotid artery and subsequently the left internal carotid artery demonstrate no other aneurysms. There are small bilateral posterior communicating arteries with both of the posterior cerebral arteries seen filling from the anterior circulation. There was antegrade flow from the basilar artery. There is an incidental small infundibulum (funnel shaped structure) to the origin of the left posterior communicating artery measuring less than 2 mm. Post-procedure systemic heparinization was achieved with act > 200 seconds. A heparin drip was started to maintain ptt 80 to 130 seconds. Plavix 300 mg (antiplatelet therapy) was given per nasogastric tube. The physician's post-procedure impressions note documents a successful embolization of a basilar tip aneurysm, a successful deployment of a stent across the neck of the aneurysm, and a successful emergent intraarterial thrombolysis of the tip of the basilar artery and the posterior cerebral arteries and superior cerebellar arteries bilaterally. Patient condition was noted only as extubated and moving all extremities well. Patient discharged home 48 hours later with no neurological deficits.

Manufacturer narrative:
The device in question will not be returned to the MFR for further investigation as it was implanted into the pt. An investigation on the lot history review of the device in question is currently in progress. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplemental report will be follow.